Manufacturer narrative:
Other text: one device was received for evaluation. Visual inspection found a cracked top case, and both tamper seals to be broken. A review of the device's event history log was reviewed for evidence of the reported problem and found ?occlusion ? Check infusion line" in the log. To conduct functional testing an occlusion test was performed. Upon testing, the reported problem was unable to be duplicated. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the pump continually displays occlusion. ?no adverse patient effects were reported by the customer".

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.